Event description:
It was reported that the user mis-announced meals on the ilet, and a factory reset was performed per healthcare provider request with guidance to re-enter weight and resume therapy after dexcom g7 pairing. The event included inaccurate meal handling without reported hypoglycemia, hyperglycemia, injury, or hospitalization. No reported symptoms. Outcomes included user education and troubleshooting completed, with instructions to confirm cgm connection and proceed to therapy. Investigation included technical troubleshooting, confirmation of component setup, and user guidance for correct operation. Investigation of this case revealed use-related issues related to meal announcement and setup, with no device malfunction identified and no hardware component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and setup error resolved through education and device reconfiguration.